Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that when the patient came to a routine follow-up session, an error message appeared and the device was in back-up mode. After closing the error message window, the device parameters were restored to those from the previous follow-up session. Review of performance data confirmed an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.